Manufacturer narrative:
On 12-dec-2025, the product investigation was completed. (Per internal review on 12-dec-2025, it was noted that the product receipt of 1-dec-2025 was mistakenly omitted from the previous supplemental report and section d9 has been updated accordingly). Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device was performed following j&j procedures. Visual analysis revealed that the soft tip was observed deformed and a fiber was observed hanging on, out of the tip of the sheath. A microscopic examination was performed to review the tip in detail and it was observed that the dilator was exiting the irrigation hole of the device. In addition, the fiber identified on the tip, could be related to the polytetrafluoroethylene (pt-fe) coating causing during introduction of the catheter into the sheath however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device on lot number 60000666, and no internal actions related to the reported complaint were identified. The broken tip and internal component issues reported by the customer was confirmed, since the dilator exits the irrigation hole. The potential cause of damage could be related to incorrect insertion of the dilator into the sheath; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-nov-2025, the product investigation was completed based on a received photograph of the complaint device. It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the tip was rolled up and a white, transparent fiber-like material was exposed from there. The issue was discovered when the catheter was taken out of the patient¿s body after the procedure. Since it was at the end of the procedure, the procedure was completed as it was. No patient consequences were reported. Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the tip of the vizigo sheath was observed broken; the broken tip could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device on lot number 60000666, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the tip was rolled up and a white, transparent fiber-like material was exposed from there. The issue was discovered when the catheter was taken out of the patient¿s body after the procedure. Since it was at the end of the procedure, the procedure was completed as it was. No patient consequences were reported.